Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users experienced slowness on the pyxis when taking the medications from the station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users experienced slowness on the pyxis when taking the medications from the station. A technical support specialist (tss) dialed into the station and identified that performing a medication application repair on the station would fix the slowness and the customer confirmed a slight difference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users experienced slowness on the pyxis when taking the medications from the station. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.